Event description:
Additional information received reported that the patient simply had not had good benefit despite revisions. (A specific ins serial number was provided, however the time frame of the event was much longer than the device had been implanted for, therefore the device remained unknown).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that since 2001, the patient has undergone 4 revisions. The dates were not provided and the reason for the revisions was not provided. Additional information was requested, if received a follow up report will be sent. See MFR 3007566237-2013-03925 for information regarding the 3rd surgery